Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that the needle was attached to the sensor pod after insertion on (B)(6) 2016. No additional event or patient information is available. A photograph was provided confirming the reported complaint of needle attached to sensor pod after sensor insertion. However, a root cause cannot be determined.